Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Low impedance was noted on the atrial lead. Multiple atrial fibrillation/atrial fibrillation instead of atrial tachycardia/atrial fibrillation detections show oversensing of noise. The atrial lead impedance patient notifier was left off. The patient was stable, and will continue to be monitored.